Event description:
On june 16, 2009, medwatch uf/importer report (B) (4) was received: "event desc" pt undergoing laparoscopic assisted lower anterior resection with davinci robotics and sigmoidoscopy. It was noticed that an instrument of the intuitive davinci robot, a harmonic curved shears, had half of its jaw missing. Prior to noticing the missing piece of the harmonic curved shears, the instrument had been functioning properly and intact. Surgeon unable to locate the piece during the procedure. The pt was ordered to have an x-ray. Upon review of the x-ray, a metallic radiopaque foreign body density was noted in the right upper quadrant of the pt's abdomen. Decision made to not remove the harmonic scalpels piece. Full disclosure made to pt following procedure. Harmonic curved shears was visually inspected by clinical engineering's director on 6/5/2009: the fixed, or immobile, part of the shears has snapped off at the metal post which held the shear piece now missing. The shear piece that pivots is still in place."

Manufacturer narrative:
Conclusions - the harmonic curved shears insert accessory has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". The harmonic curved shears insert accessory consists of stainless steel, teflon and titanium materials. These materials have been tested for bio compatibility in accordance with iso (B) (4) standards for there intended use. If additional info is received, a follow-up MDR will be submitted.